Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion requiring medical management. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the distal proximal cx artery with a xience v stent. In 2009, the cx artery was treated for new lesions, two additional xience stents were implanted, one distal and one proximal and overlapping the xience v stent. Four months later, the pt experienced increased chest pain with exertion. The chest pain continued despite medical management. Five months later, a diagnostic coronary angiography revealed multivessel native coronary artery disease and that the circumflex artery was totally occluded above all three previously placed stents. There was no intervention for the occlusion, it was treated with medical management only. There is no additional info available.

Manufacturer narrative:
Angina and occlusion, as noted in the xience v instructions for use (IFU), and risk assessment matrix, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. The other xience v is indicated is being reported under the same MFR report number.